Event description:
A guidewire was passed through the gastroscope, initially finding the lumen with difficulty. The physician placed two esophageal wallstents in the pt, telescoping from gt junction proximally. The pt expired within 15 minutes after procedure. Co has been unable to determine whether the event is stent-related. Co's medical director has been unable to reach the physician for further follow-up.

Manufacturer narrative:
The physician had scoped the patient prior to stenting, visualized mediastinum and injected contrast to find true lumen. Stent placement was good, no bleeding evident. The patient expired 15 minutes post-implant due to complications associated with mediastinitis. Death was not stent-related according to physician.